Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he did not receive the bolus not delivered notification. Blood glucose was 475 mg/dl and treated with insulin pump. No troubleshooting was performed. Customer was advised that the insulin pump can be replaced if customer is not comfortable with it. Customer was also advised to monitor and if issue continues, to call back for replacement of insulin pump. No insulin pump is being replaced and returned.